Manufacturer narrative:
The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The problem was confirmed via the logs. During testing, the generator unit displayed error code c-33 upon startup.

Event description:
It was reported that while setting up for a procedure, the generator repeatedly faulted with error c-00. The technical support engineer (tse) had the customer hard power cycle the generator and the error returned. There were no reports of patient involvement.